Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she needed assistance changing her infusion set and the insulin pump would not rewind. Blood glucose level at the time of the incident was not provided. The customer also stated that about two months prior to the call, she was hospitalized with a low blood glucose level. No further details of the hospitalization were provided. The customer will not return the product for analysis.